Event description:
Two (2) ethicon echelon flex powered plus staplers, with different lot #s, failed to fire upon initial use during surgery. Lot # p92l1w and p9313p, expiration dates: 05/31/2020 and 06/30/2020.